Event description:
It was reported after the permanent procedure, one of the subcutaneous scs lad tips perforated the patient's trial scs lead insertion site. Subsequently, the scs lead was replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.